Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's operative report and implant tracking log only. While an implant tracking log was provided, the lot number for the device was not provided on the tracking log. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2014 - the patient was diagnosed with a rectocele, enterocele and stress urinary incontinence. The patient underwent a rectocele repair with a bard/davol "graft" soft mesh, enterocele repair with implant of a non bard/davol "xenograft" and implant of a non bard/davol suburethral sling. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.